Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us having alarm issue while on a trach patient on psv, ps8 peep 8 backup rate12. When the therapist entered the room and noticed that the circuit and filter had disconnected from the exhalation valve, hanging loose from the vent but no active circuit disconnect alarm. As a precaution action, user facility changed out the bellavista unit with another one, but no patient harm reported.